Manufacturer narrative:
Product complaint # (B)(4). Maude report #: mw5093574. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a revision bilateral inguinal hernia repair on (B)(6) 2020 and the mesh was implanted. It was reported that after 2 months, the patient had extreme pain down below incision area and inner thigh and pain in right testicle. It was reported that the patient will probably need another surgery to remove and repair damage. It was also reported that the patient will need another mesh put inside him because of the damage inside him.